Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex (cx) artery. A 2.50x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with the product mandrel was inserted through the tip and wire lumen. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The tip was stretched down on the mandrel. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of shaft polymer extrusion found a kink at the port entry. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex (cx) artery. A 2.50x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion and the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.